Event description:
It was reported that the nursing home patient presented for follow up with episodes of diaphragmatic myopotential over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made. The patient was asymptomatic.